Event description:
After implanting a 4.0 mm x 40 mm partially cannulated screw for syndesmotic fixation, dr. (B)(6) noticed on x-ray that there was a little piece of metal imbedded in the fibula. Upon examining the cannulated drill bit (cdb 026 lot 1705320099), little chip missing from the tip of it. Dr. (B)(6) decided that the small fragment did not need to be taken out because it was embedded bone and was not harmful to the patient.